Manufacturer narrative:
(B)(6).

Event description:
During pt use, the alarm suddenly sounded and the ventilator stopped ventilating. It was rebooted when the parent pushed "start ventilating" button. The ventilator was running on ac power at the pt's home at the time of the event. The pt was manually ventilated during transfer to a second ventilator. No permanent injury was reported in this case.